Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead became di slodged. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.